Manufacturer narrative:
It was reported that "tap water enema given prior to procedure. During flexible sigmoidoscopy cap from enema bag found 2 inches into rectum." The enema cap found during planned procedure; no additional intervention required. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Cap from enema bag found 2 inches into rectum.